Manufacturer narrative:
The field service engineer (fse) was onsite on 06/09/2010 to investigate the event. The fse inspected the instrument hardware and transducer wear was noted. The fse replaced the transducer, performed high sensitivity check procedure and a quality control (qc) precision run. All testing had passing results. Although, hardware issues were addressed by the fse, a definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc. (Bci) in regards to an elevated htsh results for one patient. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and it was within the reference range. The corrected result was reported outside the laboratory. The initial result was reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.